Event description:
Procedure type: lung resection. According to the reporter: after the device was fired, the reload fell off the stapler while inside the pt's cavity. The surgeon had to widen the incision in order to remove the reload. It was reported that the device did fire correctly. No additional bleeding occurred. No tissue damage was reported.

Manufacturer narrative:
(B)(4).